Manufacturer narrative:
Device not returned. Usage concerns resolved, and device was reported to be working properly. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2018-00132 since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerns a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) via humapen luxura champagne and humapen luxura burgundy, unknown dose, frequency, via of administration, indication of use and start date. On an unspecified date, unknown time after beginning insulin lispro, the patient had glaucoma. The patient was going to have a surgery for the glaucoma but it was not possible, as her glucose was deregulated, it was 400, 500, 600 (units and normal range not provided). The company considered the events of glaucoma and glucose deregulated serious due to medical significance. The patient received an insulin pump, which helped with glucose regulation, and with that, she was going to do the glaucoma surgery. It was also reported that the pen (unspecified which one) had a problem, it was not releasing insulin (humapen luxura champagne lot number 0910b03 and (B)(4); humapen luxura burgundy lot number 0903b01 and (B)(4)). It was also reported that the patient reused the needles sometimes. No further information regarding laboratorial examination and corrective treatment. The outcome for the event of glaucoma was not provided. The outcome for the event of glucose deregulated was recovering. The insulin lispro therapy status was not provided. The patient operated the device but it was unknown if she was trained. This device models have been used for unknown period of time, the humapen luxura burgundy have been used for more than two years, the humapen luxura champagne have been used for three years. The return of reported device was not expected, usage concerns were resolved and devices were reported to be working properly. The reporting consumer did not related the event of glaucoma to insulin lispro. The consumer did not provide a relatedness opinion regarding the event of glucose deregulated. Edit 30jul2018: updated medwatch fields for expedited device reporting. No new information added. Edit 01aug2018: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 03aug2018 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2018-00132 since there is more than one device implicated. Evaluation summary: a female patient reported that her humapen luxura device was not releasing insulin. The patient experienced increased blood glucose. The device was not returned for investigation (batch 0903b01, manufactured march 2009). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported reusing needles. The core instructions for use state "use a new needle for each injection." Troubleshooting was performed by the patient with guidance from a trained professional. After attaching a new needle and performing priming steps, the device functioned normally. The patient also reported she had impaired vision. The core instructions for use state that it is not recommended for the blind or the visually impaired without the assistance of a sighted individual trained to use the device. There is evidence of improper use and storage. The patient reused needles. This may be relevant to the event of increased blood glucose. The patient used the device while visually impaired. It is unknown if this is relevant to the event of increased blood glucose

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerns a female patient of unknown age and origin. Medical history and concomitant medications were not provided. The patient received insulin lispro (rdna origin) (humalog) via humapen luxura champagne and humapen luxura burgundy, unknown dose, frequency, via of administration, indication of use and start date. On an unspecified date, unknown time after beginning insulin lispro, the patient had glaucoma. The patient was going to have a surgery for the glaucoma but it was not possible, as her glucose was deregulated, it was 400, 500, 600 (units and normal range not provided). The company considered the events of glaucoma and glucose deregulated serious due to medical significance. The patient received an insulin pump, which helped with glucose regulation, and with that, she was going to do the glaucoma surgery. It was also reported that the pen (unspecified which one) had a problem, it was not releasing insulin (humapen luxura champagne lot number 0910b03 and product complaint number (B)(4). Humapen luxura burgundy lot number 0903b01 and product complaint number (B)(4). It was also reported that the patient reused the needles sometimes. No further information regarding laboratorial examination and corrective treatment. The outcome for the event of glaucoma was not provided. The outcome for the event of glucose deregulated was recovering. The insulin lispro therapy status was not provided. The patient operated the device but it was unknown if she was trained. This device models have been used for unknown period of time, the humapen luxura burgundy have been used for more than two years, the humapen luxura champagne have been used for three years. The suspect devices were not returned to the manufacturer. The reporting consumer did not related the event of glaucoma to insulin lispro. The consumer did not provide a relatedness opinion regarding the event of glucose deregulated. Edit 30jul2018: updated medwatch fields for expedited device reporting. No new information added. Edit 01aug2018: updated medwatch fields for expedited device reporting. No new information added. Update 03aug2018: additional information received on 03aug2018 from the global product complaint database. Entered the device specific safety summary (dsss), updated the medwatch and european and canadian (EU/ca) device fields, and added date of manufacturer for the suspect devices associated with (B)(4). Corresponding fields and narrative updated accordingly. Edit 10aug2018: updated medwatch fields for expedited device reporting. No new information added.